Event description:
It was reported that the patient could not feel stimulation. The patient had two units, one for her back and one for her legs. The patient experienced a loss of therapeutic effect in her legs. Troubleshooting with the patient programmer indicated that the device was turned on, and the patient could increase and decrease the amplitude to the highest and lowest settings without feeling stimulation. The implantable neurostimulator battery light was not indicating that the device was near end-of-life. Additional information received reported that the cause of the event was high impedances. There were no plans for surgical intervention, and x-rays were not taken to help locate the cause of the impedances. Refer to manufacturer report #6000032201108153.

Manufacturer narrative:
(B)(4).